Manufacturer narrative:
-Quality department received a complaint from a customer, notifying ¿device rupture¿. The device involved corresponds to a motiva implant, details on ¿d¿ section. Attempts to collect event details, device and clinical evidence are being performed. -DHR review: a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. - shell manufacturing: no deviation or abnormality detected. - gel mixing: no deviation or abnormality detected. - primary packaging: no deviation or abnormality detected. - sterilization: no deviation or abnormality detected. - second sterilization round: no deviation or abnormality detected. - secondary packaging: no deviation or abnormality detected. - labeling: no deviation or abnormality detected. A review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. -as stated in the literature: ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Among the potential complications associated with the use of breast prostheses are the risks of device extrusion, with a rate following breast augmentation ranging from 1 to 2 percent1. Extrusion is when a breast implant comes through the skin and becomes exposed, it typically occurs if the incision wound does not heal properly, the tissue dies (necrosis), or there is not enough breast tissue and skin to support the implant 2. Traditional recommendations for these problems dictate antibiotic treatment alone and/or device removal, with delayed replacement of the implant1. Certain factors can increase the risk of extrusion due to improper wound healing and should be always considered. They include2: ¿late seroma is defined as a periprosthetic fluid collection occurring more than 1 year following breast augmentation¿ (nava, et al. 2017). ¿early seroma formation is defined as periprosthetic fluid accumulation within the first postoperative year, whereas the late form is any moment beyond that time.¿ (sforza, et al. 2017) ¿seroma can present both early and late, with the latter being recently linked with malignant growths and prolonged onset.¿ (sforza, et al. 2017) -dfu review: the instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿breast implants can rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to happen when the implant has been in place for a long time. Rupture of a silicone gel-filled breast implant is most often silent (the patient does not experience any symptoms and there are no physical signs of changes with the implant) rather than symptomatic. Therefore, patients should be advised to have regular mris over their lifetime to screen for silent rupture even if they are not having any apparent problems. The first MRI should be performed at 3 years postoperatively, then regularly at 2-year intervals, and the images submitted to the treating surgeon. Patients should be provided with a list of radiology centers with experience with breast implant MRI f ilms to scan for signs of rupture.the importance of these MRI evaluations should be emphasized. If rupture is noted on an MRI, the patient should be strongly encouraged to have her implant removed¿. Lack of adequate tissue coverage, local trauma or infection may result in exposure and extrusion of the implant. This has been reported with the use of steroid drugs or after radiation therapy of breast tissue. If tissue breakdown occurs and the implant becomes exposed, implant removal may be necessary, which may result in additional scarring and/or loss of breast tissue. Some patients may experience a prolonged wound healing time. Smoking may interfere with the healing process. Delayed wound healing may increase the risk of infection, extrusion, and necrosis. Wound healing times may vary depending on the type of surgery or incision. ¿seroma is a collection of blood within the space around the implant, and a seroma is a build-up of fluid around the implant. Having a hematoma and/or seroma following surgery may result in infection and/or capsular contracture later. Symptoms from a hematoma or seroma may include swelling, pain, and bruising. If a hematoma or seroma occurs, it will usually be soon after surgery. However, they can also occur at any time after injury to the breast. While the body absorbs small hematomas and seromas, some will require surgery, typically involve draining, and potentially placing a surgical drain in the wound temporarily for proper healing. A small scar can result from surgical draining. Implant rupture also can occur from surgical draining if there is damage to the implant during the procedure¿. Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. -breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. -final internal investigation was generated, and it was not possible to confirm the alleged seroma and rupture due to explant was not received and it was provided insufficient clinical evidence. The alleged extrusion was confirmed. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. -the alleged events are risks associated with breast implant surgery and there is no evidence to suggest a link between the breast implants and/or their manufacturing process with this condition. -establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Manufacturer narrative:
Quality department received a complaint from a customer, notifying ¿device rupture¿. The device involved corresponds to a motiva implant, details on ¿d¿ section. Attempts to collect event details, device and clinical evidence are being performed. DHR review: a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Shell manufacturing: no deviation or abnormality detected, gel mixing: no deviation or abnormality detected, primary packaging: no deviation or abnormality detected, sterilization: no deviation or abnormality detected, second sterilization round: no deviation or abnormality detected, secondary packaging: no deviation or abnormality detected, labeling: no deviation or abnormality detected. A review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. As stated in the literature: ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Among the potential complications associated with the use of breast prostheses are the risks of device extrusion, with a rate following breast augmentation ranging from 1 to 2 percent1. Extrusion is when a breast implant comes through the skin and becomes exposed, it typically occurs if the incision wound does not heal properly, the tissue dies (necrosis), or there is not enough breast tissue and skin to support the implant 2. Traditional recommendations for these problems dictate antibiotic treatment alone and/or device removal, with delayed replacement of the implant1. Certain factors can increase the risk of extrusion due to improper wound healing and should be always considered. They include2: ¿late seroma is defined as a periprosthetic fluid collection occurring more than 1 year following breast augmentation¿ (nava, et al. 2017). ¿early seroma formation is defined as periprosthetic fluid accumulation within the first postoperative year, whereas the late form is any moment beyond that time.¿ (sforza, et al. 2017). ¿seroma can present both early and late, with the latter being recently linked with malignant growths and prolonged onset.¿ (sforza, et al. 2017). Dfu review: the instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿breast implants can rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to happen when the implant has been in place for a long time. Rupture of a silicone gel-filled breast implant is most often silent (the patient does not experience any symptoms and there are no physical signs of changes with the implant) rather than symptomatic. Therefore, patients should be advised to have regular mris over their lifetime to screen for silent rupture even if they are not having any apparent problems. The first MRI should be performed at 3 years postoperatively, then regularly at 2-year intervals, and the images submitted to the treating surgeon. Patients should be provided with a list of radiology centers with experience with breast implant MRI f ilms to scan for signs of rupture.the importance of these MRI evaluations should be emphasized. If rupture is noted on an MRI, the patient should be strongly encouraged to have her implant removed.¿ lack of adequate tissue coverage, local trauma or infection may result in exposure and extrusion of the implant. This has been reported with the use of steroid drugs or after radiation therapy of breast tissue. If tissue breakdown occurs and the implant becomes exposed, implant removal may be necessary, which may result in additional scarring and/or loss of breast tissue. Some patients may experience a prolonged wound healing time. Smoking may interfere with the healing process. Delayed wound healing may increase the risk of infection, extrusion, and necrosis. Wound healing times may vary depending on the type of surgery or incision. ¿seroma is a collection of blood within the space around the implant, and a seroma is a build-up of fluid around the implant. Having a hematoma and/or seroma following surgery may result in infection and/or capsular contracture later. Symptoms from a hematoma or seroma may include swelling, pain, and bruising. If a hematoma or seroma occurs, it will usually be soon after surgery. However, they can also occur at any time after injury to the breast. While the body absorbs small hematomas and seromas, some will require surgery, typically involving draining, and potentially placing a surgical drain in the wound temporarily for proper healing. A small scar can result from surgical draining. Implant rupture also can occur from surgical draining if there is damage to the implant during the procedure¿. Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva. Health. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. The alleged events are risks associated with breast implant surgery and there is no evidence to suggest a link between the breast implants and/or their manufacturing process with this condition. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Event description:
Device rupture, early seroma, extrusion.